Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3006460162-2017-00017.

Event description:
It has been reported that following a spinal surgical procedure, the patient underwent a revision due to fractured and disengaged screws at the bottom of the construct. No additional patient consequences have been reported.

Manufacturer narrative:
Recall number: 3006460162-04-11-2017-001-c. Post operative x-rays were provided and the complaint was confirmed. A device history records review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to the surgeon not adequately following the steps outlined in the surgical technique for "final tightening" of the set screw and the confirmation that the rod is fully seated into the bottom of the pedicle screw prior to final tightening. Updated surgical techinique, sales rep notifications and training has been updated and/or distributed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Orthopediatrics will continue to monitor for trends.